Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-18392. It was reported that the patient presented in clinic for a routine check. Upon interrogation, it was noted that the right ventricular lead exhibited several noise reversion episodes and high ventricular rate episodes due to noise. Some noise could be seen during isometric testing. Also, during the testing, noise was seen on the atrial lead. Programming changes were made to address the noise on the right ventricular lead; none were made for the atrial lead. The patient was in stable condition.